Manufacturer narrative:
H10: a lot history review could not be performed as the lot number was not provided. The sample was returned for evaluation. Based on the evaluation the investigation was not identified for leak and unable to aspirate; however photo is still pending for review.the device was labeled for single use. H10: g4 h11: g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 9808560, implantable port, allegedly experienced a fluid leak and obstruction of flow. This information was received from a single source. This malfunction involved a female patient with no consequences. The patient's age and weight were not provided.

Manufacturer narrative:
H10: the lot no for the device was not provided, therefore a lot history review could not be performed. The device was returned for evaluation. Three photos were also provided for review. The investigation is unconfirmed for the fluid leak and obstruction of flow. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 9808560, implantable port, allegedly experienced a fluid leak and obstruction of flow. This information was received from a single source. This malfunction involved a patient with no consequences. The patient was a female and other details are not provided.

Manufacturer narrative:
A lot history review could not be performed as the lot number was not provided. The sample was returned and photos were provided for review. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 9808560, implantable port, allegedly experienced a fluid leak and obstruction of flow. This information was received from a single source. This malfunction involved a female patient with no consequences. The patient's age and weight were not provided.